Event description:
It was reported that the pulse generator exhibited a message -data not read- upon interrogation. Changing mode to vvir did not resolve the issue, however reprogramming the polarity of the leads to bipolar appeared to work. The patient was feeling good and would be followed normally.

Manufacturer narrative:
Final analysis found the device exhibited loss of telemetry due to a discrepant integrated circuit.

Event description:
New information states that the pulse generator was explanted and replaced.

Manufacturer narrative:
(B)(4).